Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt experiences seizures. The seizures occur mostly when the pt is laying down. The pt uses his scs system continuously and was advised to turn the system off. The pt stated his physician referred to the seizures as pseudo seizures and referred him to a psychiatrist as the physician feels they may be caused by stress. The pt's spouse indicated an eeg was performed and the seizures were found to be non-epileptic in nature.